Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the or for change out due to normal eri, externalized conductors were observed via diagnostic imaging. Increase in capture threshold was also noted. The patient will be monitored.